Event description:
It was reported that the right ventricular lead exhibited loss of capture. The physician elected to implant a whole new system. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.